Manufacturer narrative:
(B)(4), concomitant medical device: cell-dyn sapphire analyzer, list # 8h00-01, (B)(4). The cause of the cell-dyn sapphire vent head assembly aspiration error (undetected short sample) was due to a defective cell-dyn vent needle from the supplier. A product recall informed abbott customers to discard any cell-dyn sapphire vent head assemblies and replace with a new cell-dyn vent head assembly provided to the customer with the recall letter.

Event description:
The customer stated the cell-dyn sapphire hematology analyzer aspiration probe failed to home errors were generated. The customer performed various troubleshooting procedures and verified the aspiration probe and vent head assembly were not damaged. The customer requested field service, and after replacement of the vent head assembly and repositioning of the aspiration probe tubing, the issue was resolved. There was no impact to patient management.